Event description:
Solenoid failed due to brass shaft shearing or breaking away from block. All available components returned. Unit was not on patient at the time but failed during a pre-use check. A second similar valve adjacent to failed valve did not appear to show any similar signs of breakage.